Event description:
A site representative reported that, while in a cervical spinal fusion procedure, the navigation system and imaging system lost power after the imaging system took a spin and transferred the exam to the navigation system. The site restarted both systems and pushed the scan from the imaging system to the navigation system without issue. The surgeon attempted to verify the instruments but was unable to verify. The surgeon opted to complete the procedure without the use of the navigation system and completed the procedure using fluoro. There was no impact on patient outcome. This issue delayed surgery for 30 minutes.

Manufacturer narrative:
On (B)(6) 2014 - a medtronic representative performed a navigation system check-out, all areas passed. Medtronic representative was unable to recreate the issue on site. No parts have been received by the manufacturer for analysis.